Event description:
The customer reported being hospitalized due to high blood glucose of 449mg/dl, and she was treated with 10.0 units of insulin. The customer stated that she was experiencing high glucose for several hours, and the caller treated with the insulin pump, but her glucose level did not drop. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the customer to run the fixed prime test, and the insulin exited. Advised the customer to call back when the tubing clamp arrives to complete testing. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.